Event description:
Analysis of the returned handheld device and software flashcard was completed. No anomalies associated with the battery latch were identified. No anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Event description:
It was reported that the physician's handheld is not working properly. It was reported that the battery door warning message keeps popping up even though the latch is locked. A new programming tablet was provided to the physician. The handheld is expected to be returned for analysis, but has not been received to date.